Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the customer has had some high blood glucose readings in addition to a low blood glucose of 40 mg/dl after a recent battery change to his insulin pump. The customer had a high blood glucose reading, treated with a bolus, then went back to sleep. Upon waking up he had hypoglycemia; no mention of how he treated this episode was made. Troubleshooting was initiated and there were no apparent anomalies found on the insulin pump. The customer was advised to speak with their health care provider regarding the low blood glucose, and to monitor the device and call back if issues persist. No products were shipped or returned.

Manufacturer narrative:
Insulin pump passed the displacement, rewind, basic occlusion, occlusion, prime and excessive no delivery test. No device deficiency anomaly noted during test. The initial report and or supplemental report had the incorrect aware date. The correct aware date is (B)(4) 2016.